Event description:
A malfunction alarm identified as malfunction code 0 was reported, with no notable events occurring before the issue. There was no adverse impact to the customer¿s blood glucose level. Technical support provided guidance on resetting the pump, which the customer successfully performed, and the malfunction did not recur afterward. Customer may continue to use the pump.